Event description:
Patient developed erythema, swelling and fluid discharge at the incision site post rotator cuff repair with orthadapt bioimplant augmentation. The bioimplant was explanted eight days post-repair.

Manufacturer narrative:
This case involved the use of an orthadapt bioimplant in a repair of a rotator cuff tear with poor native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The patient had undergone three prior rotator cuff repairs (the repair with orthadapt bioimplant being the 4th.) During the explant, it was noted that the deltoid tissue was necrotic and the anchors (other manufacturer) used to secure the bioimplant had pulled out. Histopathology testing performed on the provided tissue sample indicated "acute inflammation consistent with infection process" the case review indicated poor native tissue and possible infection are the likely causes of event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.